Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the nurse prepared to perform the atomization inhalation operation for the patient. After following the correct procedure, the disposable atomization spray device needed to be screwed into the vent valve, and the valve was opened and the atomization device interface was ejected. After changing the flow rate to the lowest speed, it was still pop up. The result was the same after repeated operations for several times,only replaced with new one". No patient involvement reported.